Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with loosening of the tibial component and medial subsidence. Overall size of the implant is appropriate. Complaint is confirmed from provided medical records. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). G2- united kingdom. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately six years and five months post implantation due to tibial loosening. Observation on x-rays show loosening of the tibia implant. Attempts to obtain additional information have been made; however, no more information is available at this time.